Event description:
A ventricular assist device (vad) pt using the dual drive console (ddc) was ambulating a hosp corridor with pt's physician when the driver stopped functioning due to a battery failure. The driver was immediately connected to ac power and resumed normal function. During the power failure, the pt temporarily lost consciousness but suffered no adverse effects and is reported to be doing well. The malfunction was due to one faulty battery in the uninterruptable power supply (ups), however the cause for the faulty battery is unknown.